Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. DHR review for part # 314.743, lot#7312607 release to warehouse date: 7/24/2013. Expiration date: n/a. Manufacturing site is (B)(4) and supplied by (B)(4). No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that this part was received with tip worn and broken at the hospital. This case has been reported by the loan kit technician during loan kit inspection. No further information is available. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). A product investigation was completed: per the technique guide, during use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The break of the returned device is located within approximately 14.3mm distal to the distal edge of the drive shaft helix and the distal edge. The helix is intact. The balance of the device shows surface wear but is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A review of the current design drawing / manufactured revision for the top level assembly and the drive shaft component was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is confirmed as the drive shaft was received with the distal tip broken off. The broken portion was not received. The complaint condition is the result of an overload of forces to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. The reamer/irrigator/aspirator (ria) technique guide addresses recommended use and information on care and maintenance is provided per the processing synthes reusable medical devices ¿ instruments, instrument trays, and cases. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. On initial medwatch report alert date was reported as (B)(6) 2016; should have been (B)(6) 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Alert date reported as 06/28/2016, should be 6/27//2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.